Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedence testing, defibrillation cycling and environmental chamber testing without duplicating the report. The device was recertified and returned to the customer. An internal and external inspection found no discrepancies. Review of the device logs showed no faults related to the report. The log did show circumstances where a low battery and replace battery user advisory was issued which appeared normal based on the length of operation on battery only. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown) the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.